Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Device data was reviewed, and it was noted that there was undersensing on the right ventricular (rv) lead. Boston scientific technical services reviewed device settings. At this time, the device remains in service. No additional adverse patient effects were reported.